Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly :g4, g7, h1, h2, h3 and h6. As reported by the sales representative, there was a product issue with the aortic bifurcate 34mm endoprosthesis. There was a type 3 endoleak shown when performing the final angiogram. During a recent aaa case (exact date not provided), the user was performing an evar procedure on a high-risk female patient with small vessels and an aneurysm that dilated to 5.4mm. Prior to surgery, the patient had abdominal and back pain that made it difficult for her to walk unassisted for approximately 9 months. After he had implanted the main body and limbs, on angiography he noted a hole in the back of the graft (type iii endoleak). In order to salvage the graft, he placed an aortic cuff. Following the procedure, the patient had very good outcomes. She was discharged from the hospital after 2 days and no longer had pain. Additionally, she was able to walk unassisted. The user has been performing aaa interventions since the 1990s, but this was the first time he had this issue. There was no reported patient injury. The product was not retuned for analysis. A review of the manufacturing documentation associated with lot 17934112 was performed and the product history review review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿bifurcated aortic prosthesis endoleak type iii¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event. Type iii endoleaks have commonly been reported as a result of modular component separation. These endoleaks are due to leakage through a defect in the graft fabric or between the segments of a modular, multi-segmental graft. This subgroup is due to mechanical failure of the graft. When there is leakage of blood through the body of a stent-graft, a type iii endoleak results. This endoleak is related to poor apposition or separation of the components of the stent-graft, or it can be due to rupture or tear of the graft material. Like type I endoleaks, type iii endoleaks are considered high-pressure, high-risk leaks and require urgent management. Type iii endoleaks also are often associated with measurable increases in aneurysm sac size. Type iii endoleak accounts for 20% of all endoleaks, the vast majority of which are caused by modular disconnection. Reported incidences of this type of complication are as high as 4.8%. According to the safety information in the instructions for use ¿carefully observe all warnings and cautions noted throughout these instructions as failure to do so may result in injury to the patient. ¿a vascular surgical team should be available while the implant procedure is in progress in case a conversion to an open surgical repair is required. ¿an increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture.¿ ¿expected clinical adverse events ¿aortic damage (perforation, dissection, bleeding, rupture) ¿death ¿endoleak.¿ ¿expected potential risks associated with the stent graft system ¿improper component placement ¿incomplete component deployment ¿perigraft flow.¿ ¿introduce appropriately sized and compatible molding balloon and tack the overlap and seal areas of the iliac limb extension. Caution: be careful not to displace the prosthesis upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Inflate slowly. Ensure to not inflate the balloon outside the graft material. It is recommended that a backup balloon be available. Warnings: ¿over inflation of balloon can cause graft tears and/or vessel dissection or rupture. ¿when expanding the prosthesis, there is an increased risk of vessel injury and/or rupture, and possible patient death, if the balloon¿s proximal and distal radiopaque markers are not completely within the covered (graft fabric) portion of the prosthesis.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, there was a product issue with aortic bifurcate 34mm endoprosthesis. There was a type 3 endoleak shown when performing the final angio. During a recent aaa case (exact date not provided) he was performing evar on a high risk female patient with small vessels and an aneurysm dilated to 5.4mm. Prior to surgery the patient had abdominal and back pain that made it difficult for her to walk unassisted for approximately 9 months. After he had implanted the main body and limbs, on angiography he noted a hole in the back of the graft (type iii endoleak). In order to salvage the graft, he placed an aortic cuff. Following the procedure, the patient had very good outcomes. She was discharged from the hospital after 2 days and no longer had pain. Additionally, she was able to walk unassisted. Prof sultan has been performing aaa interventions since the 1990s, but this was the first time he had this issue. There was no reported patient injury. The device will not be returned for evaluation as it is implanted in patient